Manufacturer narrative:
Conclusion: the pegasus airway system was found to be set in static mode (i.e. Not alternating) and wold not have given pressure relieving therapy. The alpha active mattress provided as a loaner by arjohuntleigh while repairs were being performed was also found to be set in static mode and would not have given pressure relieving therapy. Additional info will be provided upon the conclusion of the MFR's investigation.

Event description:
Arjohuntleigh was informed that following a domestic power outage caused by a storm the pt remained on an pegasus airwave alternating mattress system without power for 24 hours, during which time a possible leak was noted by the family. During this time, the pt developed pressure ulcers in the sacral /hip area (skin not broken). Subsequent investigation of mattress found that the fault alarm was illuminated/sounding and that the fault was that the motor gearbox was not working. An alpha active alternating mattress system was provided while repairs were performed on the pegasus airwave mattress system. Pt's family states that another pressure ulcer formed in the same area during use of the alpha active mattress system.